Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer is reporting via phone call that her pump is not showing the correct amount of insulin in her reservoir. She is currently hospitalized for high blood glucose. She stated that she had been having high blood glucose for a couple days and the ambulance came. By the time they got to her, her blood glucose was 500 mg/dl. She was hospitalized on (B)(6) 2017 and admitted with a blood glucose of 401 mg/dl and was treated with manual injections. She was wearing the insulin pump at the time of the hospitalization but was told by the hospital that the pump was night correct. The customer stated that she has not used the pump since the day she was admitted. During troubleshooting the line was disconnected. The insulin pump is not returning for analysis.